Manufacturer narrative:
Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2015 the patient reported a skin irritation under one of the rear therapy electrodes that started 2 days after the patient was fit. She reported she had been using benadryl and hydrocortisone cream and that her nurse just recommended the use of cornstarch. During a final follow up on (B)(6) 2015, the patient reported that the irritation had spread to the other side of her back and that the irritation had a blister in the center of her back. The patient reported wearing the device only at night per her doctor's orders and that the rash appeared to be getting a bit better as she received hydrocortisone cream at the hospital.